Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced hyperglycemia with a cgm reading in the 300s and a confirmatory fingerstick of 323, while no pump alarms were active and the infusion set (inset 6 mm, 23") initially showed no obvious leaks; upon removal, the cannula was observed to be bent. Symptoms included elevated blood glucose. Outcomes included self-administration of a manual insulin injection, an infusion set change, resumption of insulin delivery, and subsequent improvement with glucose decreasing to 199. Investigation included troubleshooting and user education on infusion site and supply change procedures. Investigation of this case revealed a likely interruption of insulin delivery at the infusion site related to a bent cannula, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear given the absence of device alarms and the confounding bent cannula finding. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.